Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No damage was found. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a force bipolar instrument clamped down on tissue and the jaw broke. It wouldn't release tissue. The site used the instrument release kit (irk) to unlock and remove instrument. The site used a cadiere forceps instrument to continue. There was no patient injury. The procedure was completed with no reported injury. On 23-dec-2020, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury. The instrument broke when the surgeon was reducing the hernia sack. It looked like one of the wires was pulled from the jaw out of place. The patient was an older white male.